Event description:
It was reported that a malfunction alarm occurred, with the same error appearing twice in previous weeks without the customer contacting support. There was no adverse impact to the customer's blood glucose level. The customer, continuing to use the current pump for insulin delivery, was instructed to place the pump into storage mode and return it within 10 days using a pre-paid label, with a replacement pump being arranged by technical support.